Event description:
It was reported that during the initial implant procedure, after fixation of the right ventricle (rv) leadless pacemaker (lp), the delivery catheter was unable to go into tether mode. During attempts to enter tether mode, spontaneous release of the fixated rv lp occurred. The rv lp was explanted and replaced using a new delivery catheter. The patient was in stable condition.

Manufacturer narrative:
The reported events of delivery catheter unable to go into tether mode and spontaneous release were confirmed. As received, a catheter was returned in one piece without the device attached. The tether control knob was in the aligned position, and the tether mode control was in dock mode but the distal tether wires were returned partially extended and the tether bullets were slightly misaligned. X-ray examination found both tether wires fractured and buckled at the transition zone. The cause of the reported events was isolated to the fractured and buckled tether wires at the transition zone.